Event description:
It was reported that prior to a lap roux-en-y procedure, the device was assembled and during the pre-test it made a series of beeps from the min button. The min button light flashed every time it beeped. No error codes were given. They switched out the hand piece and generator continued to get the beeps. They finally switched disposable and assembled with the original generator and handpiece and the device worked. No patient consequence. Device will be returned.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a gen04 and it was found that the hand control switch assembly buttons were not functional. However, the footswitch worked properly. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.